Manufacturer narrative:
It was reported that the granddaughter went to test her grandmother's blood sugar as she does routinely each morning and found her grandmother unresponsive and diaphoretic. She then tested the blood sugar and the meter read 103. She rechecked it and obtained a reading of 107. She called the paramedics. When the paramedics arrived, they tested her blood sugar with their device and obtained a reading of 40. They initiated an IV of 5% dextrose and she was stabilized at home. The sample was not returned for evaluation. The serial number was not reported to us. The grandmother was unresponsive upon arrival of the granddaughter, prior to the testing with the meter. We have not identified a root cause for the reported incident. However, due to the conflicting results obtained by the paramedics, this medwatch is being filed. Device not returned.

Event description:
The granddaughter obtained an inaccurate reading from the device.